Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesives around the light guide lens and objective lens were peeled. It was also noted that there were scratches throughout the device and the control unit had discoloration. The water removal ability and air supply volume did not meet standard value due to clogging of the nozzle. It was also noted that the adhesive on the bending section rubber had a chip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause for the foreign material could not be specified based on the obtained information. A root cause could not be identified. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with below IFU. Instructions, operation manual for gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope angle was down. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.